Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2006. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported by an attorney that the patient underwent a gynecological procedure (B)(6) 2006 and mesh was implanted. It was reported that the patient underwent exploratory lap. Exam, lso, lysis of adhesions, and removal of lesion from left lateral wall of pelvis, probable endometriosis, on (B)(6) 2009 due to pelvic pain, unresponsive to medical treatment, and multiple cysts on left ovary. No additional information was provided. (B)(4).

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4): it was reported that a patient underwent a gynecological procedure to treat fibroids, dyspareunia, stress urinary incontinence and menorrhagia. The patient concurrently had a laparoscopic assisted vaginal hysterectomy. It was reported that after implantation patient experienced pain, infection, dyspareunia, vaginal scarring, urinary/bowel problems and back aches.(B)(4).